Event description:
It was reported that there was an intermittent kink of the catheter. An x-ray was taken on (B)(6) 2008 which showed a radiographically intact pump system. The entire catheter was replaced on (B)(6) 2008 and disposed of. The patient experienced increased spasticity and shakiness and was hospitalized due to the event. The patient recovered without sequelae on (B)(6) 2008. The device system was used to deliver lioresal 1000mcg/ml at a simple continuous rate of 139mcg/day.

Manufacturer narrative:
(B)(4).